Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker was in backup mode. It was also noted that patient experienced dyspnea and hypertension. The pacemaker was able to reset to normal setting by programming intervention. There were no patient consequences.

Manufacturer narrative:
Medwatch form received from hospital - uf/importer report # 2700040000-2022-8035.